Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed rising thresholds, and as the patient was pacemaker dependent, the rv lead was capped and replaced. It was further reported that the implantable pulse generator (ipg) showed unexpected early replacement indicator. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.